Event description:
Implant process failure: patient was implanted on [redacted] with azure pacemaker (model w1dr01), serial number [redacted]. Patient was not entered in carelink by vendor, this put patient at risk for loss of follow up. Without being registered on the site, the patient's implanted cardiac device is not monitored. Manufacturer response for cardiac monitor platform, carelink (per site reporter).